Event description:
Boston scientific crm received information that this patient experienced facial trauma resulting from right ventricular (rv) loss of capture (loc). The rv threshold measurements were found to be elevated. The device outputs were increased to assure rv capture, a lead revision was scheduled. This lead was explanted and a new lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.